Event description:
(B)(4)

Manufacturer narrative:
(B)(4). System 2000 is a height adjustable bath system intended for assisted bathing. It was reported that when the bathtub was almost full while filing it, one of the suspending bolts detached, upon which the bathtub cracked, resulting in the tilting of the foot-end of the tub until it touched the floor. An arjohuntleigh technician visited site to inspect the device and found normal wear and tear, but no proof of any maintenance performed. The manufacturer's investigation is completed and concludes; a review of previous complaints show two similar events. The trend is assessed to be very low if you put it in relation to the number of units sold. The tub is not assembled at the manufacturing site but at the customer. In the IFU it is stated that the installation should be performed in accordance with the requirements in the installation manual, be that the bolts has not been tightened correctly/properly. This in combination with, what it appears, lack of maintenance has contributed to this event. According to the preventive maintenance schedule in the instructions for use mechanical attachments should be checked on a yearly basis by qualified and trained service personnel. The technician on site could not find any signs of any maintenance performed on device. This device is 8 years old. It is recommended to inform the customer about the importance of proper preventive maintenance of the device. It can be concluded that the device failed to meet its specifications. The device was not being used for treatment or diagnosis at the time of the event. It can be concluded that the device caused or contributed to the event.